Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that there was a needle retraction issue. Date of occurrence: 22/04/2026 it was reported that "when pressing the button to connect the infusion line, the guide wire became stuck in the catheter cannula. The nurse gave a sharp tug, and the guide wire disengaged and immediately retracted into a safe position. There was a splash of blood" no consequences for the patient. Vein intact, perfusion permeable, no apparent pain for the patient. Blood splashed onto the iade and the equipment. Has the patient or user suffered any harm? If so, please explain - no.